Event description:
Upon activating nxstage dialysate bag, it popped and sprayed into rn's eyes. This is a 5l bag. Lot#: q2407391. Another defective bag from this company. This was also reported in (B)(6) and the same lot # shipped to us again and safety incident repeated itself.